Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3 additional information was requested, and the following was obtained: -procedure date: unknown. (B)(6) 2025. -event date: unk 2025/8/25 -additional event information steroid, dermovate was applied.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic procedure on an unknown date and topical skin adhesive was used. In the wards/ICU, the product was used on the epidermis. The patient had developed contact dermatitis afterwards. The details are unknown at this time, so it is being confirmed. The product was peeled off to complete the case. No sample will be returned. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the procedure for this case: total knee arthroplasty. The period from use of the product involved until inflammation was confirmed: 10 days after the surgery. Steroids were used as treatment. There are no problems with the patient's subsequent progress. The doctor thinks that this event was caused by cyanoacrylate. In this case, the patient visited the hospital after being discharged, complaining of redness and itchiness. The patient developed contact dermatitis. The condition improved with the application of steroids, and the inflammation subsided. As the cause has not yet been clearly identified, patch tests will be conducted in the future. Information on research papers and other sources was provided. There was no particular patient background information, such as allergies or medical history. Is photo available of patient reaction? No photo is available what was the procedure date? Unk what date /day post op was the reaction noted? Postoperative day 10 was any surgical intervention performed? No surgical intervention was performed; topical steroid treatment was applied. Were any cultures taken? Results? Unk please describe how was the adhesive was applied. Normally how was the wound cleaned and dried prior to prineo application? Normally what prep was used prior to, during or after adhesive use? Unk was a dressing placed over the incision? If so, what type of cover dressing used? Unk is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not reporeted with patient hypersensitivity. Is the patient hypersensitive to pressure sensitive adhesives? Not reporeted with patient hypersensitivity. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk patient demographics: initials / ID, gender, age or date of birth; bmi unk patient pre-existing medical conditions (ie. Allergies, history of reactions) no relevant medical history reported. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unk product code and/or lot of products used? Product code: clr222us, lot: unk current patient status. The symptom improved by applying steroids. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician suspects cyanoacrylate may be the cause and plans to conduct patch testing to confirm. Is product available to return for analysis. No photo is available.